Manufacturer narrative:
(H3): based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament re-construction.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, a (B)(6) y/o female patient, approximately 13 months postop the initial implant, has dislocated her shoulder a number of times in the last two months. The surgery was completed the next day. The patient¿s glenosphere was well fixed. Surgeon mentioned that he thinks that he may have misjudged the soft tissue tensioning when choosing the 38mm 0 liner and decided in situ that a 38mm 2.5 constrained liner would have the best outcomes and changed only the liner. Patient was last known to be in stable condition following the event. Device not returning due to facility policy.